Event description:
Freestyle libre 3 sensors. Of 7 sensors received, only two were able to be opened by turning to break the tamper seal. Multiple people of different ages and strengths tried but were not able to break the seal. Lot t60002721, exp 2025/08/31. Reference report: mw5168325, mw5168326, mw5168328 and mw5168329.